Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.